Manufacturer narrative:
(B)(4) follow up. It was reported the probe detached from the connecting cone. To aid in the investigation, two photos were received for evaluation by our quality team. In the photos, there are two cannulas, a barrel and a needle with little resin noted. It is possible to observe the needle detached from the hub. A device history record review was completed for provided material number 300054, lot 1280209. Inspections were carried out according to plan and no record of this defect was observed. There were no quality occurrences related to this incident. Maintenance records were reviewed and a failure of the cannulator after operational change was found. Until the ideal adjustment is made, this type of incident may occur, resulting in two cannulas in the barrel and little resin. An investigation was completed and actions taken. Based on the investigation, bd was able to confirm the incident reported.

Event description:
It was reported that the bd needle precisionglide 21x1in needle pulled out of the hub. The following information was provided by the initial reporter translated from spanish to english: hypodermic probe: 300054, lot: 1280209, probe detaches from connecting cone.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.